Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported their weight at the time of the event was (B)(6) pounds. The reported even is still not resolved because the patient has not been able to find a manufacturer representative within 30 miles of their location and could not find a doctor in their area either. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the therapy was turning off by itself. The patient stated the other night they were in bed and the stimulation (stim) went off and the patient noticed it because their pain returned. The patient stated sometimes it will go off and then the patient knows they need to charge their battery. The patient went to charge their ins and the battery showed it was half-full. The patient tried to turn stim on with the ins recharger (insr) and pushed the ¿on¿ button. The insr beeped twice at the patient. The patient tried again and the insr did the same thing. On the third try, the ins turned on. The patient mentioned they just got back from travelling and it was ¿taxing.¿ the patient said they had a back strain during the trip and also said they tore a tendon in their hand. They said the tear in their tendon was not related to the device. The patient also said their pain was ¿stirred up.¿ no further complications were reported.